Event description:
It was reported that a home patient experienced a connection issue with the transfer set that resulted in a break in aseptic technique while using the homechoice device. The patient was hospitalized and on unreported date, treated with unspecified prophylactic antibiotic (medication, dosage, route, frequency, and duration not reported). It was not reported if the patient was recovering or was recovered from the event. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the transfer set was identified. The device was not returned; therefore, a device analysis could not be completed. Improperly disconnecting from the transfer set is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.